Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially reported having issues with carelink ipro. During troubleshooting it was determined that the sensor was having issues. The sensor was losing hydration close to the third calibration. Calibration error occurred and isig values on sensor dropped. No blood glucose level was reported. No further information reported.